Event description:
Customer reported a past high blood glucose event with an unspecified cause. The blood glucose level was displayed as "high", but no specific value was provided. Customer took corrective action by administering a correction injection via manual device, and it was noted that the control iq feature was turned on at the time of the event. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.